Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/08/2019. Investigation summary: tie too long: failure mode reported by customer " reservoir could not be locked before use" is related to " plates don't close properly" which can be caused by tie too long. During sample evaluation the plate was able to open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Broken plate: sample was evaluated and no damage/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. Defect is not confirmed since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the flex control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and a reservoir was attached to a drain. During the procedure, the reservoir could not be locked during use. It was commented that the lock was loose. There were no adverse consequences to the patient.